Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The complaint that this device did not flow at the patient's first refill was confirmed. The cause of the no-flow was an occluded filter.

Event description:
Intera oncology received a report from a physician that an intera 3000 hepatic artery infusion pump was not flowing and had a residual volume of 28.5ml of hep saline 2 weeks post implant. The patient was seen two weeks later, and the residual volume was 30ml of hep saline. Due to this the pump was explanted. According to the physician, the patient did not experience any adverse effects.

Event description:
Intera oncology received a report from a physician that an intera 3000 hepatic artery infusion pump was not flowing and had a residual volume of 28.5ml of hep saline 2 weeks post implant. The patient was seen two weeks later, and the residual volume was 30ml of hep saline. Due to this the pump was explanted. According to the physician, the patient did not experience any adverse effects.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On september 22, 2025, the pump arrived at intera oncology headquarters. The pump will be investigated. Therefore, once the investigation is concluded, a supplemental report will be submitted.